Event description:
The right front caster allegedly fell off, causing the consumer to fall and break their shoulder.

Manufacturer narrative:
The user was reportedly in their kitchen, sat in the rollator and a wheel allegedly fell off. The dealer stated the caster threads were stripped and they were unable to reattach. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged injury.